Manufacturer narrative:
Per comp (B)(4) - initial report. Additional information including operative notes, x-rays and update of the patient post revision, has been requested in order to progress with the investigation of this event. And if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been requested and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit, trinity and meije duo revision of the cup, ecima insert, modular head and stem due to infection. Note 1: this is the 2nd revision for this patient (1st revision managed under file 9614209-2026-00017). Note 2: the part hlp413 is not cleared in the USA.